Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. Remote device check on (B)(6) 2015 was normal. No further information is available at this time.